Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H3: one device was received for evaluation. The device had not been serviced before for the same issue. Visual testing was performed, and the keypad failed tests. The air sensor was also damaged, and the lens was severely scratched. The root cause of the issue was select button not working on keypad. The keypad, air sensor, lens and labels were replaced.

Event description:
It was reported that the device's select button was not working on keypad. There was unknown patient involvement and unknown adverse event reported.